Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a faulty reservoir. The customer's blood glucose reading was 135 mg/dl. The customer stated that the reservoir would not prime. The customer stated that she put it in the pump and it alarmed no delivery. The customer stated that the alarm occurred during manual prime. The customer was unable to troubleshoot during the time of call. The customer will be sent a replacement reservoir.